Event description:
Pt called to report an adverse event that occurred on (B)(6) 2016 regarding her rollator transport chair. Pt stated that as she was being pushed in her rollator chair, the chair flipped her out, throwing her onto the floor. Pt said although the left wheel was shaky, the rollator chair cannot go over any type of doorway strip and has problems with elevators. Pt stated she had to call an ambulance and spent 9 hours in the ER. Pt is suffering form knee pain, body pain, swelling, headache, back pain and bruise. Pt is very upset with the design of this device and would like to see an updated, heavier model. Distributor is (B)(4).